Manufacturer narrative:
The scissors subject of the reported event are being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported via medwatch report # mw5183262 that during a patient procedure their mayo dissect scissors broke. The procedure was completed successfully using a different device. No report of injury of procedure delay.